Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys free psa immunoassay and elecsys total psa immunoassay results for one patient sample. The initial results from cobas 8000 e 602 module serial number (B)(4) were free psa = 0.045 ng/ml and total psa = 0.136 ng/ml. The sample was repeated on cobas 8000 e 602 module serial number (B)(4) and the free psa = 0.059 ng/ml. On (B)(6) 2018, the sample was again repeated on cobas 8000 e 602 module serial number (B)(4) and the results were free psa = 12.45 ng/ml and total psa = 61.37 ng/ml. The erroneous results were reported outside of the laboratory and the patient questioned the results. There was no allegation of an adverse event. The free psa reagent lot number was 243139 with an expiration date of sep-2018. The total psa reagent lot number and expiration date were requested but were not provided. A sample mix up at the customer site was suspected. A general product problem was excluded. The investigation was unable to find a definitive root cause. The medwatchs involved in this event include patient identifiers (B)(6).